Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. After engaging the lesion with a vl3.5 sh mach 1 guide catheter, a 2.50 mm x 15 mm emerge balloon catheter was advanced for dilatation. However, it was noted that the guide catheter got kinked and during inflation of the balloon at 4 atmospheres, the balloon ruptured due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported.